Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history did not indicate a lot specific quality issue. Additionally, surgery (surgical exposure) is listed in the proglide instructions for use (IFU), as a potential adverse event. In the absence of device returned for analysis a conclusive cause for the reported failure to deploy the suture could not be determined. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The other three proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that left common femoral arteriotomy closure was attempted using a proglide device after an abdominal aortic aneurysm (aaa) procedure. Using a 6fr sheath to pre-embed the first proglide using the 12 o'clock direction was successful. The second proglide at the 3 o'clock direction was not successful as the entire line was pulled out. The third proglide at the 1 o'clock direction was not successful as the entire line pulled out as well; the fourth and fifth proglides also pulled out. Bleeding was not completely stopped so a vascular suture (surgical intervention) was successful and hemostasis was achieved. There were no adverse patient sequelae reported. The physician is reportedly trained in the use of the proglide device. No additional information was provided.